Event description:
An MRI scan taken three days post procedure revealed an asymptomatic cerebral infarction in the basilar territory, treated region. The physician does not know when this asymptomatic stroke occurred, it may have been prior to the procedure or associated with the procedure. The patient remained asymptomatic and was discharged home with no clinical consequence.

Manufacturer narrative:
Conclusion: anticipated procedural complication. A device history record review confirmed that the device all met material, assembly and performance specifications upon release. The device remains implanted so was not available for evaluation. From the information provided there is no indication that there was any device malfunction, nonconformance or misuse that contributed to the reported event. Infarction is a known and anticipated complication to these types of procedures and is listed as such in the directions for use. Therefore it was determined that the reported event was an anticipated procedural complication.

Event description:
An MRI scan taken three days post procedure revealed an asymptomatic cerebral infarction in the basilar territory, treated region. The physician does not know when this asymptomatic stroke occurred, it may have been prior to the procedure or associated with the procedure. The patient remained asymptomatic and was discharged home with no clinical consequence.